Manufacturer narrative:
It was reported that this was a use error and there was no medical intervention required. In-service training was provided to the user facility to re-educate on the use of the handle while raising and lowering the siderail.

Event description:
It was reported that a user was attempting to raise the siderail without using the handle, when the siderail locked into place and their finger was pinched.